Event description:
A customer reported an issue with a continuous glucose monitor (cgm), specifically error 42. The customer's blood glucose level was not adversely impacted. Technical support provided complete instructions for resetting the pump, guiding the customer through the process. After the reset, the cgm error did not reappear, and the customer was able to successfully start a new sensor session.